Event description:
The customer reported that the system rebooted on its own. The monitors went dark then came back up with stars. Also the system did not make a xray.

Manufacturer narrative:
(B) (4). The ge service rep replaced the mono block and the unit made a xray. He checked operation of the unit. The system is working as intended.